Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient reused single-use supplies by partially swapping out supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies by partially swapping out supplies during fill of peritoneal dialysis therapy. The care giver (cg) stated they realized they did not connect enough solution to complete the therapy so they swapped out the empty heater bag for a full solution bag. The technical service representative (tsr) explained that it was not advisable to swap out the solution bags. The tsr assisted the cg in ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.